Event description:
On or about 2000 an expectant mother was admitted to the hospital due to decreased amniotic fluid. Later that day, the mother noticed decreased fetal movement and a caesarian section was performed about two hours later. Immediately upon birth or within one hour of birth, the pt experienced complications regarding heart rate, lungs, and basic vital signs. An endotracheal tube was allegedly employed in an attempt to establish proper ventilation. The pt was pronounced dead within approximately one hour of birth. An autopsy revealed traumatic perforation of the anterior larynx and collapsed lungs.